Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the implant fractured and the anchor was left in the patient's wound. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10 visual examination of the provided pictures identified that the anchor has fractured, some portion remained in the inserter and the remaining portion was retained by the patient. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.